Event description:
It was reported that a user expressed dissatisfaction with the ilet algorithm and utilized maladaptive pump behaviors, including multiple meal announcements used as corrections, overtreatment of hypoglycemia, and pausing or stopping the pump, leading to rebound hyperglycemia and fluctuating time-in-range. Customer care provided support that included review of device data by a clinical management team and provision of user education. Investigation of this case revealed user-driven operational misuse rather than a device malfunction. No clinical symptoms associated with episodes of hypoglycemia followed by hyperglycemia. Outcomes included clinical review of the user¿s bionic report, and assignment of additional training without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.